Event description:
Information was received that the high impedance was not seen prior to surgery since the battery was completely depleted and impedance test before the replacement therefore was not possible. The surgeon did not have any leads in the operating room at the time high impedance was seen on the new generator and therefore the leads were not replaced until a later surgery date and have been explanted. The explanted leads are not available for return. X-rays were performed post-surgery after the high impedance was initially seen and it was reported that there was no lead break identified, and complete pin insertion was instructed be checked by the livanova representative. No additional relevant information has been received to date.

Event description:
An implant warranty and registration form was received for a patient's replacement surgery stating that there was high lead impedance. The reason for generator replacement was noted to be battery depletion. The implant form stated the lead impedance was "over 10,000 - need for elect replace". The lead has not explanted at this time and it is unclear if the high impedance was seen with the old generator and old lead or with the new generator only. No additional relevant information has been received to date.